Event description:
In this event it is reported that a pro rinse 30ga x 1 probe broke during use. Broken parts retrieved. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Summary: involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused probe is available for evaluation. Nothing unusual to report was found during DHR review (batch #1734455). Root causes are not identified. We will track this kind of event and monitor the trend. For information, prorinse probes are devices which are intended to be passively inserted inside the canal to treat. Only a ligth pre-curvation of the tube from the customer is allowed but it does not exceed 25°.